Event description:
It was reported that pump battery life depleting. There was no reported impact to the customer¿s blood glucose level. Customer declined a call back from technical support, no troubleshooting was performed, and case was documented and closed with no additional corrective actions reported.